Event description:
The customer reported that after pipetting an antibody screening plate on summit the tech observed no sample was pipetted into all the wells in row 4. No error was generated. No death or serious injury was associated with this incident.